Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer had not tested blood glucose (bg) levels at the time of the event, but reported bg levels were low. The customer required assistance to obtain chocolate to consume to stabilize bg levels. The customer reportedly delivered too much insulin via a pump bolus. During troubleshooting with tandem technical support (cts), it was discovered that the customer had entered the incorrect values into the pump settings for correction factor, carb ratio, and target bg. Cts assisted the customer with adjusting the settings.